Event description:
Reporter noted laser shut off during use. Service request message appeared and system could not be restarted. Changed lasers to complete case. Pt was under anesthesia during a forty-five minute delay. No injury, but surgeon felt this could cause a major problem if it recurs. Pt condition reported as guarded.